Event description:
Boston scientific received information that during a routine interrogation, review of the daily measurements revealed that the left ventricular (lv) lead exhibited high out of range pacing impedance measurements over the last two months. It was noted that the patient felt tired but had no other symptoms and all other lead measurements were within range. The clinician performed isometrics and pocket manipulations with continuous out of range lv impedance measurements. Since the lead was programmed lv tip to lv ring, other configurations were tested. When programmed lv tip to can there was consistent in range impedance measurements. Subsequently the lead was left programmed lv tip to can and they will continue to monitor. No adverse patient effects were reported. Additional information was received that the device and left ventricular (lv) lead were taken out of service due to the continued high out of range impedance measurements and high threshold measurements.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the entire lead was returned in two segments severed at 528 mm from the terminal pin. Visual inspection noted dried blood and body fluid in the lead lumen and melted insulation at 219, 227 and 523 mm from the terminal pin. The insulation was also separated distal to the electrode ring 885 mm from the terminal pin. The insulation damage was determined to be due the use of electrocautery. During testing the lead's electrical performance was found to be within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any additional abnormalities.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.